Event description:
Pt reported obtaining a blood glucose result of 93 mg/dl on the active system. Pt indicated that, while reviewing the device memory, he discovered that the corresponding memory value was saved as 234 mg/dl. No action was taken based on meter memory values. No pt injury was reported and no treatment was rec'd. Pt did not provide the location where the problem was first discovered. Technical support requested the return of the suspect product and replacement product was shipped.